Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided , based on the product history records, the review of the case during complaint meeting, the recurrence of this type of event, the root cause cannot be determined. The event could be due to bone anomaly. However, due to the lack of information received from the reporter, this hypothesis could not be validated. Root cause: unknown the investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is in progress.

Event description:
Mobi-c p and f us : revision due to migration. Revision of prosthesis due to anterior migration after 2 months from initial surgery. Surgeon removed the implant and replaced by fusion. Surgeon of revision is not the surgeon of initial surgery.